Manufacturer narrative:
B3: date of event: corrected from previously reported (B)(6) 2020.

Event description:
It was reported that in-stent stenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in the right mid to distal superficial femoral artery (sfa) with 90% stenosis and was 50 mm long with a proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.7 mm and was classified as tasc ii a lesion. The target lesion was treated with direct placement of a 6 mm x 80 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medication. On (B)(6) 2020, the subject visited the enrolling site for CT pelvis along with upper and lower limb examination, which revealed narrowing of the stent in sfa. On (B)(6) 2020, the subject was diagnosed with in-stent stenosis in the p2 segment of the right sfa. Angiography revealed in-stent stenosis in the p2 segment of right popliteal artery. There was presence of focal in-stent stenosis in the proximal third along with the mid and distal sfa. Ankle-brachial index (abi) on the same day in right dorsalis pedis artery was at 0.62, right posterior tibial artery was at 0.63 and pressure at right brachial artery was at 140mmhg. On the same day, the subject was hospitalized for further evaluation and management. The right proximal to mid sfa was treated with aspiration thrombectomy, atherectomy, and angioplasty performed using 5mm x 120mm drug coated balloon in proximal part and a 5mm x 40 mm drug eluting balloon in distal part of lesion. Post procedural angiography revealed good results, without complications. The event outcome was considered to be recovered/resolved. On (B)(6) 2020, abi in right dorsalis pedis artery was at 0.89, right posterior tibial artery was at 1.03 and pressure at right brachial artery was at 146mmhg. On (B)(6) 2020, subject was discharged on aspirin, and clopidogrel.

Event description:
It was reported that in-stent stenosis occurred. The subject was enrolled in (B)(6) study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in the right mid to distal superficial femoral artery (sfa) with 90% stenosis and was 50 mm long with a proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.7 mm and was classified as tasc ii a lesion. The target lesion was treated with direct placement of a 6 mm x 80 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medication. On (B)(6) 2020, the subject visited the enrolling site for CT pelvis along with upper and lower limb examination, which revealed narrowing of the stent in sfa. On (B)(6) 2020, the subject was diagnosed with in-stent stenosis in the p2 segment of the right sfa. Angiography revealed in-stent stenosis in the p2 segment of right popliteal artery. There was presence of focal in-stent stenosis in the proximal third along with the mid and distal sfa. Ankle-brachial index (abi) on the same day in right dorsalis pedis artery was at 0.62, right posterior tibial artery was at 0.63 and pressure at right brachial artery was at 140mmhg. On the same day, the subject was hospitalized for further evaluation and management. The right proximal to mid sfa was treated with aspiration thrombectomy, atherectomy, and angioplasty performed using 5mm x 120mm drug coated balloon in proximal part and a 5mm x 40 mm drug eluting balloon in distal part of lesion. Post procedural angiography revealed good results, without complications. The event outcome was considered to be recovered/resolved. On (B)(6) 2020, abi in right dorsalis pedis artery was at 0.89, right posterior tibial artery was at 1.03 and pressure at right brachial artery was at 146mmhg. On (B)(6) 2020, subject was discharged on aspirin, and clopidogrel.

Manufacturer narrative:
B3: date of event: corrected from previously reported (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that in-stent stenosis occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. The target lesion was located in the right mid to distal superficial femoral artery (sfa) with 90% stenosis and was 50 mm long with a proximal reference vessel diameter of 4.5 mm and distal reference vessel diameter of 4.7 mm and was classified as tasc ii a lesion. The target lesion was treated with direct placement of a 6 mm x 80 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6), 2019, the subject was discharged on aspirin, clopidogrel and other antiplatelet medication. On (B)(6) 2020, the subject visited the enrolling site for CT pelvis along with upper and lower limb examination, which revealed narrowing of the stent in sfa. On (B)(6) 2020, the subject was diagnosed with in-stent stenosis in the p2 segment of the right sfa. Angiography revealed in-stent stenosis in the p2 segment of right popliteal artery. There was presence of focal in-stent stenosis in the proximal third along with the mid and distal sfa. Ankle-brachial index (abi) on the same day in right dorsalis pedis artery was at 0.62, right posterior tibial artery was at 0.63 and pressure at right brachial artery was at 140mmhg. On the same day, the subject was hospitalized for further evaluation and management. The right proximal to mid sfa was treated with aspiration thrombectomy, atherectomy, and angioplasty performed using 5mm x 120mm drug coated balloon in proximal part and a 5mm x 40 mm drug eluting balloon in distal part of lesion. Post procedural angiography revealed good results, without complications. The event outcome was considered to be recovered/resolved. On (B)(6) 2020, abi in right dorsalis pedis artery was at 0.89, right posterior tibial artery was at 1.03 and pressure at right brachial artery was at 146mmhg. On (B)(6) 2020, subject was discharged on aspirin, and clopidogrel. It was further reported that on (B)(6) 2019 baseline angiography analysis by core lab, performed in right distal sfa revealed, moderate calcification with absence of thrombus, ulceration and aneurysm. Inflow tract patency was not shown. On (B)(6) 2019, the subject was discharged only on aspirin and clopidogrel. On (B)(6) 2020, 533 days post index procedure, the subject had typical claudication symptoms with increased intensity. The subject had peripheral arterial occlusive disease (paod) stage fontaine iib, on the right. On (B)(6) 2020, additional angiography core lab revealed not-patent outflow in the right leg, with focal in-stent restenosis pattern, with no thrombus or aneurysm. Final quality assessment was that there was a second high grade stenosis present at the stent edge proximal. Stent angioplasty at the stent opening was performed, due to a relevant dissection, and subsequent dilation performed. Good flow was noted. Some embolic material was noted in the periphery, in the distal anterior tibial artery, and aspiration thrombectomy was performed.